Event description:
The ge oec uroview fluoroscopy sys would not boot up. It was reported the sys seemed to partially turn on, but no images or x-ray could be generated.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective image processor pcb that was removed and replaced. The sys was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.